Event description:
Patient reported left side symptoms of hardening in the breasts, pain and inflammation in the right breast and began to follow up with imaging tests. The recall was mentioned. Patient later reported capsular contracture, baker grade IV, granuloma and silicone residue was identified on the images. Additionally "folds" and "cysts" were reported. Complete capsulectomy performed. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: silicone migration: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Crease folding of implant: observed. Cyst: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6, h.11.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, migration and capsular contracture, baker grade IV.

Event description:
Patient reported left side symptoms of hardening in the breasts, pain and inflammation in the right breast and began to follow up with imaging tests. The recall was mentioned. Patient later reported capsular contracture, baker grade IV, granuloma and silicone residue was identified on the images. Additionally "folds" and "cysts" were reported. Complete capsulectomy performed. Device has been explanted.